Manufacturer narrative:
A2: age: mean age 66.0 plus/minus 10 years. A3: sex: 61% male. B3: date of event: estimated based on publication date. E1: initial reporter phone: (B)(6). Detailed product and event information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Article citation: wang y, gao dk, tian y, she lq, fu wl, luo g, zhou yl, huang ax. Applications and challenges of paclitaxel-coated balloons beyond coronary atherosclerotic heart disease. World j clin cases. 2025 nov 6;13(31):109019. Doi: 10.12998/wjcc.v13.i31.109019. Pmid: 41283177; pmcid: pmc12635856.

Event description:
It was reported that reintervention was required. A retrospective cohort study was conducted involving 130 patients with end stage renal failure who were divided equally into two groups of 65. The majority utilized arteriovenous fistulas for hemodialysis access (94%) and received interventions for reduced access blood flow (76%). In total, 172 lesions were treated, with juxta-anastomosis lesions comprising 51%. When compared to the conventional balloon angioplasty (poba) group, the ranger paclitaxel-coated balloon (pcb) group demonstrated extended intervals before reintervention for both target lesions and hemodialysis access, while safety outcomes remained comparable between the groups.